Event description:
During an implant procedure, the stylet was unable to be removed from the right ventricular (rv) lead. The rv lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
The reported event of stylet withdrawal failure was not confirmed. As received, a complete lead without the associated stylet was returned in one piece for analysis. A stylet insertion test was performed using a sample stylet. The stylet could not be fully inserted due to the dried blood/ tissue found in the inner coil lumen at the middle region of the lead. Visual and x-ray analysis did not find any anomalies.